Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column that hesitated in operation. Additionally, there was a damaged hand switch.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced the defective power supply #3 for the vertical lift column. Additionally, the hand switch was removed and replaced. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.